Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that during testing of the pump's occlusion alarm, an infusion was run at 2ml/hr. While the tubing was clamped. The pump allegedly did not provide an occlusion alarm. The customer also reported that the pump indicated that it has infused 1.3ml but allegedly "no fluid actually flowed." Bd has received additional information. It was reported that there was no patient involvement. Per customer, they were "testing" the devices "before introducing it to staff." Bd plastipak 50/60 (ref 300865) syringe (50/60ml syringe size) was used during testing. The actual volume in the syringe was 49.6ml (saline only) and the infusion rate was set at 1ml/hr. Per report, it took "greater than 7 minutes for the pump to alarm on low pressure and 4 minutes until alarm at 3ml/hr. Customer also stated that the pump took more than 10 minutes (for it to alarm) on high pressure setting before changing the setting to low pressure. The customer reported that the tubing used did not have a pressure sensing disc. Note that per alaris system directions for use: "(user) warnings: use the smallest compatible syringe size necessary to deliver the fluid or medication. Using a larger syringe when infusing at low rates can lead to delayed generation of occlusion alarms. This is due to the higher compliance of the syringe stopper and increased friction between the plunger and the walls of the syringe with larger syringes. This is of particular importance for neonatal populations, including low, very low, and extremely low birthweight neonates. When using a syringe module at low flow rates, the time to alarm for occlusion can be delayed, which can lead to an interruption of therapy. Minimizing the time for an occlusion alarm is particularly important to avoid when infusing high-risk or life sustaining medications, particularly to the low, very low, and extremely low birth weight neonate. To minimize the amount of time for the syringe module to generate an occlusion alarm while infusing at low flow rates, do the following: use a set with a pressure sensing disc, which allows the occlusion pressure limit to be set as low as 25 mmhg. Use the lowest occlusion pressure setting possible to deliver the fluid or medication. Use the smallest syringe size possible to deliver the fluid or medication. Ensure that the fluid path is free of kinks or obstruction and all clamps are open. Use the prime set with syringe feature." Alaris system directions for use also provides information on syringe module occlusion alarms and flow rate. For "syringe size 50ml and 60ml where the infusion set with no pressure sensing disc (low occlusion setting), the occlusion time-to-alarm may be delayed more than 5 minutes at the flow rate less than 11ml/hr." This information was shared with the customer as well as how to adjust the pressure limit settings on the pump.

Manufacturer narrative:
Additional information: device manufacture date, unique device identifier (UDI) # and manufacturer narrative. Root cause: the root cause for the reported issue of an failure to/delayed alarm for occlusion - low flow rate was not determined because no products or device logs were returned.

Event description:
It was reported that during testing of the pump's occlusion alarm, an infusion was run at 2ml/hr. While the tubing was clamped. The pump allegedly did not provide an occlusion alarm. The customer also reported that the pump indicated that it has infused 1.3ml but allegedly "no fluid actually flowed." Bd has received additional information. It was reported that there was no patient involvement. Per customer, they were "testing" the devices "before introducing it to staff." Bd plastipak 50/60 (ref 300865) syringe (50/60ml syringe size) was used during testing. The actual volume in the syringe was 49.6ml (saline only) and the infusion rate was set at 1ml/hr. Per report, it took "greater than 7 minutes for the pump to alarm on low pressure and 4 minutes until alarm at 3ml/hr. Customer also stated that the pump took more than 10 minutes (for it to alarm) on high pressure setting before changing the setting to low pressure. The customer reported that the tubing used did not have a pressure sensing disc. Note that per alaris system directions for use: "(user) warnings: use the smallest compatible syringe size necessary to deliver the fluid or medication. Using a larger syringe when infusing at low rates can lead to delayed generation of occlusion alarms. This is due to the higher compliance of the syringe stopper and increased friction between the plunger and the walls of the syringe with larger syringes. This is of particular importance for neonatal populations, including low, very low, and extremely low birthweight neonates. When using a syringe module at low flow rates, the time to alarm for occlusion can be delayed, which can lead to an interruption of therapy. Minimizing the time for an occlusion alarm is particularly important to avoid when infusing high-risk or life sustaining medications, particularly to the low, very low, and extremely low birth weight neonate. To minimize the amount of time for the syringe module to generate an occlusion alarm while infusing at low flow rates, do the following: use a set with a pressure sensing disc, which allows the occlusion pressure limit to be set as low as 25 mmhg. Use the lowest occlusion pressure setting possible to deliver the fluid or medication. Use the smallest syringe size possible to deliver the fluid or medication. Ensure that the fluid path is free of kinks or obstruction and all clamps are open. Use the prime set with syringe feature." Alaris system directions for use also provides information on syringe module occlusion alarms and flow rate. For "syringe size 50ml and 60ml where the infusion set with no pressure sensing disc (low occlusion setting), the occlusion time-to-alarm may be delayed more than 5 minutes at the flow rate less than 11ml/hr." This information was shared with the customer as well as how to adjust the pressure limit settings on the pump.